Event description:
Procedure type: cholecystectomy. According to the reporter: it was stated that 2 failed devices were recovered along with packaging. Both devices failed in approximately the same location, about 25 mm from the distal end and tore the plastic material open. No pieces of the material appear to be missing. Will file FDA medwatch report and give samples to the manufacturer for analysis. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The device in question was removed from the surgical field and a new endocatch 10 mm was opened to complete the case.

Manufacturer narrative:
(B)(4).